Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump did not receive low battery alarm or reservoir alarms. Customer stated that the battery was lasting a week and prime as well as rewind was louder. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 error test and rewind test and displacement test. No unexpected low battery alarm anomalies noted. No unexpected rewind anomalies noted. (B)(4).